Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is healing and is able to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Corrected information: the recipient is reportedly doing well. The recipient is using the device with an off ear solution. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cyst at the implant site. The recipient underwent surgery to remove the cyst. The recipient is the device.